Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock lead impedance of 25 ohms at implant and has decreased since then. The crt-d then emitted beeping tones and interrogation revealed shock impendace <20 ohms. The device has successfully treated the patient's ventricular tachycardia rhythm with anti-tachy pacing (atp).